Manufacturer narrative:
Based on the claim against the product by the customer noting an endoscope rotation issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. After the investigation with technical support, the fse figured that the 30 degree endoscope plus that failed and it was confirmed with the clinical sales representative (csr). The fse explained to the csr that the issue was mostly due to frictions in the endoscope base and recommended returning the 30 degree endoscope plus. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the endoscope rotated by itself. The customer called after the procedure, but the endoscope was not available for troubleshooting. The procedure was completed as planned with no reported injury.